Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device log. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, multiple 30j tests and environmental chamber testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and retunred to the customer. The external paddles and accessories used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.